Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable fit loosely into the pump charging port and was unable to charge as a result. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was between 120-150 mg/dl.